Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal and mid left circumflex artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was pre-dilated with a non-boston scientific device and a significant resistance was encountered upon advancing the device.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal and mid left circumflex artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the leson. However, the stent sruts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal and mid left circumflex artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the lesion was pre-dilated with a non-boston scientific device and a significant resistance was encountered upon advancing the device. It was further reported that during withdrawal the hypotube broke 27mm distal from the distal end of the strain relief. For it to be easier for the physician to pull out the device, an attempt was made to straighten the kinked/bent shaft.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found struts at the distal end of the stent were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 27mm distal to the distal end of the strain relief and multiple hypotube kinks either side of the break location with a kink also noted in the strain relief, 20mm proximal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. This device was loaded onto an 0.014 inch guidewire without issue. No other issues were identified during the product analysis.